Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that bottom part of the paradigm pump was busted and plastic bottom part got broken and popped off. Customer stated that been noticing strange noises it has been doing whenever he rewinds lately. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.